Manufacturer narrative:
The insulin pump had a blank display due to corrosion in the battery tube. The insulin pump had minor scratches on the display window, a cracked reservoir tube, cracked battery tube threads, a cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that were physical damage on the battery cap. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.